Event description:
It is reported that during l4/5 tlif, the surgeon inserted the cage using the inserter to l4/5. When the surgeon made the cage rotate, and used the straight tamp, the cage protruded left lateral of the intervertebral. The surgeon tried to remove the cage but it did not succeed because the bleeding became excessive. The surgeon is monitoring for the patient now.

Event description:
It is reported that during l4/5 tlif, the surgeon inserted the cage using the inserter to l4/5. When the surgeon made the cage rotate, and used the straight tamp, the cage protruded left lateral of the intervertebral. The surgeon tried to remove the cage but it did not succeed because the bleeding became excessive. The surgeon is monitoring for the patient now.